Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was faulty. Customer's blood glucose was unknown. Customer mentioned the o-rings were out of place and insulin would leak. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.